Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt expired due to complications from a hemorrhagic head bleed. The pt had factor ii deficiency, lupus and was bacteremic from a driveline infection. The pt complained of a headache, and he quickly became nauseated and vomited, had decorticate movements and then loss of consciousness.

Manufacturer narrative:
The pump will not be returning to the MFR for evaluation, as the pump was not explanted from the pt. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.